Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged luer cap is confirmed and was determined to be supplier related. One 19 ga x 0.75 in. Safestep infusion sets with y-sites were returned for evaluation. An initial visual observation of the returned infusion set revealed no obvious use residues throughout the returned device. It was observed that the sample was returned with the safety mechanism advanced over the needle tip and the luer cap attached to the proximal connector. A microscopic observation revealed white material from the luer cap found inside the proximal luer of the infusion set. Microscopic observation of the white luer cap revealed a damaged luer cap where material appeared to be missing and uneven along the section of the luer cap that sits inside the proximal luer of the infusion set. It was determined that the cause of the failure was related to the manufacture of the device. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the 1 inch and ¾ inch huber needle was found to be defective. A piece of the end cap shaving off and falling into the needle luer upon removal. There was no harm, injury, complications, or unplanned medical or surgical intervention required that arose from this medical situation. This situation did cause a minimal delay in patient treatment as the nurse needed to obtain another huber needle. No other information was provided.